Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device showed a transmitter failed error (B)(6) 2017 . No additional patient or event information is available. Data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The reported transmitter failed error could not be confirmed. A root cause could not be determined.